Event description:
Hospital advised a 250cc bottle of fentanyl was hung at 2400 hours and the rate set at 50mcg/hr (5cc/hr) at 3:00 the user observed the complete bottle of fentanyl had infused. The volume infused parameter in the system did not correlate wtih actual volume infused. Patient sedated and vital signs remained stable throughout. There was no patient consequence.